Event description:
It was reported that the system intermittently locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the problem was caused by the customer removing the thumb drive before the file transfer process had completed. The system operates as intended.